Event description:
It was reported that the patient with this right ventricular (rv) defibrillation lead received an appropriate shock which converted their arrhythmia. Then there appeared to be loss of capture post shock with greater than two seconds of asystole. No adverse patient effects were reported.